Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was feeling zapping on her right foot since two days ago. The patient tried a different therapy setting, but the therapy was not covering her pain especially at night. The patient increased and decreased stim, and turned stim off, but noted she couldn¿t keep it off very long because she needs the therapy. The patient noted when using the patient programmer that it would rattle. The patient denied any falls or trauma. Patient was issued a new patient programmer and redirected the her healthcare provider (hcp). There were no reported complications and no further complications were expected.